Event description:
It was reported that the pump shut off unexpectedly. In addition, it was reported that the battery does not charge. The customer declined to further troubleshoot with tandem technical support. The customer's blood glucose level ranged from 162-163 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.